Event description:
A health care professional reported that during surgery, they noticed that lens was defective. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.4., h.3., h.6., and h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge and handpiece information were not provided. It is unknown if qualified products were used. The viscoelastic provided is not qualified for use with this lens, with the use of any of the qualified lens/cartridge/handpiece combinations. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for use with this lens, with the use of any qualified lens/cartridge/handpiece combinations. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. The reporter was unable to provide any further details to the requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).